Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -11.0/2.0/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The reporter reports excessive vault and states that there is still residual astigmatism, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.0/+2.0/92 (sphere/cylinder/axis) into the left eye (os) (B)(6) 2023. The patient experienced an excessive vault and refractive surprise. The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
Additonal data: b5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.0/+2.0/92 (sphere/cylinder/axis) into the left eye (os) (B)(6) 2023. The patient experienced an excessive vault and refractive surprise. On (B)(6) 2023 the lens was explanted. On the same day separate surgery the lens was replaced with the same model, shorter length lens and the problem was resolved. Additional information provided: "all well after exchange". The reporter indicated the cause of the event is unknown. H6- health effect- impact code: "2199" should be removed and "4627" should be added. H6- medical device code: "2993" should be added. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).